Event description:
It was reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard experienced blood leakage.

Manufacturer narrative:
Investigation: during DHR review all required challenge samples, set-up and in process testing was performed in accordance with the quality plan. No qns were initiated during production. Received a total of 20 units within sealed packages from lot number: 7333581. A sample size of 10 units was randomly selected to perform the testing/observations: visual/microscopic examination: no physical-mechanical damage was observed on any of the components of the received units. Since no signs of damage was found proceeded to perform the water-leak test. Water/leak test: 10 of the 20 units were tested by connecting a q-syte unit at the end of the water leak fixture and then threading the adapters into the q-syte. No leakage was observed on any of the components of the representative units. 10 of the 20 units were tested by connecting the adapters directly into the water leak fixture. No leakage was observed on any of the components of the representative units. The failure experienced by the customer was not confirmed. There was no physical-mechanical evidence that confirmed or supported manufacturing related issues for the defect described on the event description and no leakage/blood excess was observed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard experienced blood leakage.